Event description:
Philips received a complaint on the intellivue mmx indicating that the pressure board gave inaccurate readings. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
The following communications and functional testing was performed: the device was at the bench for another issue and the bench technician connected the device into my testing station it caused the monitor to restart. When connected the pressure board it failed to provide accurate readings. The bench tech replaced the pressure board to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty pressure board. The reported problem was confirmed. The customer was provided a replacement pressure board to resolve the issue. The device is operational per specification and returned to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.